Manufacturer narrative:
(B)(4). The customer reported that a bedside monitor did not alarm during a vtach event. The reported description notes that on (B)(6) 2011 at approx 07:52 am, the pt experienced a ventricular tachycardia event. This was identified by a physician observing the monitor's display. It was noted that no alarms were produced at either the bedside or central monitors in response to the ventricular tachycardia event. No product malfunction was identified. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) and ECG monitoring strips from the event time was reviewed upon receipt. It was found that all alarms were turned to suspended/off just prior to a ventricular tachycardia event at 07:51:56. A subsequent log entry at 07:55:00 indicates that all alarms were turned back on/not suspended. Although the submitted ECG strips starting at 07:52:23 do not have any recorded alarm messages, the strips indicate that the monitor was identifying/classifying ventricular ectopic beats. Alarm messages were not recorded as the monitor's alarms were suspended/off at this time based upon the monitor's log entries. There are several red alarm entries within the central monitoring diagnostic log after the bedside monitor's alarms were turned back on at 07:55:00. According to the instructions for use manual for the mp70 intellivue monitor. ECG alarms can be switched on and off just like other measurement alarms. To switch an individual measurement (in this case, ECG) on or off, the user selects the measurement numeric to enter its setup menu and can then select alarms to toggle between on and off. The alarms off is shown bedside the bedside numeric (in this case, hr). When the user selects ECG alarm off, the user will receive a screen message to confirm this selection. After confirming the alarms off selection, no ECG alarms are sounded and no ECG alarm messages are shown. Philips considers that the monitor's alarm function was suspended/turned off just prior to the reported ventricular tachycardia event. The bedside monitor did recognize ventricular ectopic beats-but no alarms were triggered due to the pt alarm suspension during this event. The monitor's alarms and associated alarm messages became activated at 07:55:00 after the alarm suspension was reversed and several recorded arrhythmia alarms were recorded following this reversal. The device labeling adequately describes alarm control. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.

Event description:
The customer reported that a bedside monitor did not alarm during a vtach event.